Event description:
It was reported that the pump experienced a malfunction. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support in resetting the pump, and it was confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to contact support if any further issues arose.